Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge and was not holding a charge. The patient underwent an ipg replacement procedure wherein the MRI capable device was implanted. The patient was doing well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date manufacturer became aware of the event.